Event description:
It was reported that during a rectum prolassectomy (starr) procedure, the staples were malformed and remained both in the device and on the rectum tissue. The surgeon had to retrieve the staples and sutured by hand. There was no adverse patient consequence.